Event description:
It was reported that the clinical info center (cic) went down due to an alleged motherboard and power supply failure. The issue was noticed immediately, however, the failure was unexpected and no back up unit was available. An alternate monitor was available for one pt, but 12 other patients were without monitoring for four and a half hours. No serious injury or death was reported. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.